Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed the reported fracture. The device post fractured due to low-stress, high-cycle fatigue. There was no evidence of inclusions or other material defects that could have contributed to crack initiation or propagation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records did not reveal any manufacturing deviations or anomalies. The root cause of the low-stress, high-cycle fatigue is unknown. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and instability. It was noted, the post of the insert was fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.